Manufacturer narrative:
Prior to the start of the patient procedure, user facility personnel wanted to relocate the surgical table within the room. The patient was present on the surgical table during the time of the relocation. The 3085sp operator manual states (pp. 1-1), "do not place patient on the table unless floor locks are engaged." "Do not release floor locks while patient is on table." The surgical table also has a warning label applied to the column shroud cover. The warning label states: "tipping hazard and safe working load-do not place patient on table unless floor locks are engaged. Do not release floor locks while patient is on table." Steris quality contacted the initial reporter provided on the medwatch report. The contact stated that she did not have additional information regarding the event and would provide any information to steris quality should it become available. Steris quality contacted the steris account manager to discuss the reported event and medwatch report. The account manager stated that he has performed in-service training at this facility multiple times regarding the proper use an operation of the surgical table. The date of event on the medwatch states september 10, 2015. Steris reviewed service records for 3085sp surgical tables located at the user facility. The user facility has 31 3085sp surgical tables; however, review of the service history for the surgical tables did not reveal any records of requests for service in the month of september 2015. Following receipt of the user facility medwatch, steris provided additional instruction on the proper use and operation of the 3085sp surgical table. A serial number was not provided within the medwatch report. As the user facility has 31 3085sp surgical tables, steris is unable to determine the table subject of the reported event.

Event description:
The user facility reported via medwatch that the surgical table began to tip towards the floor when facility personnel unlocked the surgical table with a patient present. No report of injury.